Event description:
Healthcare professional reported left side "deflation". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, total delamination of valve, crack opening on valve and white particles in shell. Leak test and microscopic analysis were performed which identified: total delamination of diapherm flange disk assessed as adhesive failure and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: delamination of diapherm flange disk assessed as adhesive failure, crack opening on valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". The device has been explanted.